Event description:
In (B)(6) 2013 I had the essure placed. It was very painful going in and approximately a month into it I started bleeding and I was in pain constantly. I went back for the follow up test in (B)(6) 2013 and continued to bleed. The pain of checking placement; death would have been a better choice. When I saw my doctor and explained the problems I was having with the product and bleeding was a concern because I was becoming weak, he advised our only option to correct the problems at hand were to have a hysterectomy. Needless to say (B)(6) I had my hysterectomy to fix the problem.